Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose level. Date of hospitalization was unknown. Customer's blood glucose value was unknown at the time of the incident. The customer declined or unable to troubleshoot for low blood glucose. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they want assistance in checking the settings of the insulin pump as they were not able to use it because of hospitalization due to surgery and it affected there blood glucose with low readings. Customer reported that the wound was not healing and it affected there blood glucose. Customer keep getting low and was hospitalized. No further patient complications were reported. The device will not be returned for analysis. (B)(4).